Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Date of birth - 1946. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2016-01547 / 01552). Requested but not returned by hospital.

Event description:
Patient underwent a non-surgical repositioning procedure of the right hip approximately two months post-implantation due to dislocation.